Manufacturer narrative:
On july 06, 2023, mentor received additional information regarding the patient's date of birth, gender, and race. The patient's date of birth was reported to be (B)(6) 2023. The patient's race was updated to be white. The patient's gender was updated to female. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 10, 2023, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample ce med height te 550cc, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.7 cm. No additional leak sites were detected during the analysis. Microscopic examination was performed and the cause of the rupture could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision with a 500cc tissue expander and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
On june 14, 2023, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Section e1. Initial reported number: (B)(4) . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).